Event description:
Customer reported she was hospitalized for high blood glucose of 447 mg/dl. Customer gave her self a correction and it did not work. Customer threw up and she called the paramedics. Customer reported she was hospitalized due to an illness the flu. The customer was not hospitalized because of the insulin pump and or infusion set or diabetic ketoacidosis. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.